Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking PICC was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr t/l powerpicc catheter. The sampled contained usage residue throughout and needleless injection caps were attached to each luer cap. Gross visual evaluation of the device revealed the presence of a longitudinally-aligned split between the 1cm-3cm depth markings. The split measured 1.4cm in length and the fracture edges were finely formed and appeared as a fine line within the catheter. Microscopic examination of the split showed that each termination point of the split was tapered outwards which proved that the damage had originated exterior to the catheter. The fracture surfaces were planar in nature. Functional testing found that the catheter only leaked when infused through the gray-luered lumen. The short timeframe between the insertion date and the date of discovery suggests the damage likely occurred during insertion. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the PICC line was placed and started to leak immediately.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking PICC was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr t/l powerpicc catheter. The sampled contained usage residue throughout and needleless injection caps were attached to each luer cap. Gross visual evaluation of the device revealed the presence of a longitudinally aligned split between the 1cm-3cm depth markings. The split measured 1.4cm in length and the fracture edges were finely formed and appeared as a fine line within the catheter. Microscopic examination of the split showed that each termination point of the split was tapered outwards which proved that the damage had originated exterior to the catheter. The fracture surfaces were planar in nature. Functional testing found that the catheter only leaked when infused through the gray-luered lumen. The short timeframe between the insertion date and the date of discovery suggests the damage likely occurred during insertion. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recz1365 showed no other similar product complaint(s) from this lot number. Attachment: [(B)(4)_mw(B)(4).pdf]

Event description:
It was reported that the PICC line was placed and started to leak immediately. 5/30/19- medwatch rec'd stated, "PICC line has placed and started to leak immediately."

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recz1365 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported that the PICC line was placed and started to leak immediately.